Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) had a display failure. There was no harm to the patient.

Manufacturer narrative:
During a preventive maintenance (pm) at customer's site, the getinge field service engineer (fse) was not able to reproduce the reported issue. The fse reconnected the video cable / contact on the cable. The machine is functional. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. Attempts were made to find out if the iabp was released to the customer and cleared for clinical service but no response. If information is received, we will reopen and update the complaint.